Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous low sodium results. Customer reported that the erroneous results were reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the sodium measuring electrode and the reference electrode. The fse noted the chloride port was full of yellow powder. The fse cleaned the port and replaced the tip. The fse also replaced the carbon bridge.

Manufacturer narrative:
(B)(4).